Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was priming the insulin pump but the piston kept moving forward. He was able to get the insulin pump to rewind but when he tried to prime it again the piston did not recognize that it was hitting the reservoir. Insulin was squirting out. The drive support cap was sticking out. Customer's blood glucose level was 120 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.